Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a 250 ml eva bag was observed to have a particle inside the primary bag. This malfunction was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. Visual inspection revealed that white particles were visible on the bag, hence outside the fluid pathway. The cause was determined to be a manufacturing issue. Updates were made to the manufacturing process as a corrective action. Should additional relevant information become available, a follow-up medwatch will be submitted.